Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history and home screen displayed the current date as (B)(6) 2019. Reportedly, the customer edited the pump time and unintentionally edited the pump date inaccurately. Tandem technical support assisted the customer with successfully adjusting to the accurate date. Blood glucose was not impacted.